Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2021. The original surgery date is unknown. The reason for revision is reported peri-prosthetic fracture of a omni distributed stem. During the revision, the stem was removed and replaced with non omni devices.